Event description:
During initial implant, the left ventricular (lv) lead was unable to connect to the device header. Several attempts were made to connect the lv lead, which resulted in header damage. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of a set screw anomaly and damaged header was confirmed. The device was received with the left ventricular septum missing from the header of the device. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the left ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Manufacturer narrative:
Correction: d4.